Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and unable to recover. Customer tried to reboot and recover the drawer, but issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to recover. A field service engineer confirmed that the drawer 3.2 in the main unit failed all of row b, and storage space recovery did not allow recovery of the failed drawer/pockets, found that the light emitting diode (led) on the module controller for drawer 3.2 was not illuminated, performed a field test on the drawer 3.2 drawer board and verified 0.2 ohms, confirming a fault, replaced the drawer board and verified operation using the hardware test application, also confirmed user access through the station application. The system functioned as intended after the field service engineer repaired the device.